Event description:
Procedure performed: unknown. Event description: operation was on august 10th and on the 11th of august [nurse] emailed [name] (an email she said she got on the package of the product) and got no response. I was made aware through my colleague on september 1st [company representative who received and email from [nurse]. I spoke to [nurse] and agreed to call to the unit on monday 6th to demo the product which I did and the following is the information [nurse] gave me. [Registrar] surgical registrar preformed the operation and she can't remember the procedure that was being carried out. They believe "the plastic triangular component got stuck on the inner ring of the alexis and when they pulled on the string the nurse noticed the triangular component was missing. Considerable time was spent looking for the piece and was found eventually inside the abdominal wall but there was a point where they thought they may have to convert to an open case to find the piece". They want to know if the triangular component and string are radiolucent and I am awaiting a response from [clinical development] on this. The product is disposed of and is not available for return. Additional information provided by [name] via email 28sep21: I am one of the a/cnm involved in this case with the tether detaching. In regard to the tether detaching from alexis, initially we were not aware of the tether being present. When we opened the alexis we realised and went forward with the case. Towards the end before removing the alexis from the abdomen realised the string (black suture) without the tether. The string was broken below the knot. I guess there was tension exerted by the surgeon while placing the alexis. Electrosurgical devices were only used within the abdomen away from the opening or alexis site. After a lot of searching and imaging when decided to extend the incision and on removing the alexis we found underneath the inner ring of the alexis in the abdomen. Type of intervention: considerable time was spent looking for the piece and was found eventually inside the abdominal wall but there was a point where they thought they may have to convert to an open case to find the piece. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the event description, it is likely that the tether was not kept outside of the sheath and the tissue wall. Per the instructions for use (IFU), the user is to "keep the tether between the outside of the sheath and tissue wall." However, the exact root cause of the tether tag detaching is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to the manufacturer. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: operation was on (B)(6) [nurse] emailed [name] (an email she said she got on the package of the product) and got no response. I was made aware through my colleague on september 1st [company representative who received and email from [nurse]. I spoke to [nurse] and agreed to call to the unit on monday 6th to demo the product which I did and the following is the information [nurse] gave me. [Registrar] surgical registrar preformed the operation and she can't remember the procedure that was being carried out. They believe "the plastic triangular component got stuck on the inner ring of the alexis and when they pulled on the string the nurse noticed the triangular component was missing. Considerable time was spent looking for the piece and was found eventually inside the abdominal wall but there was a point where they thought they may have to convert to an open case to find the piece". They want to know if the triangular component and string are radiolucent and I am awaiting a response from [clinical development] on this. The product is disposed of and is not available for return. Type of intervention: piece was found and removed. Patient status: no patient injury.